Event description:
It was reported that the device had error code 255-32784-275. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 255-32784-275 with their 8015. Technical support - 1. Customer did not have the 8015 plugged in when placing into maintenance mode. 2. After plugging 8015 into ac power, error code cleared. A serial number was not provided therefore a review of the device history record cannot be performed. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support - 1. Customer did not have the 8015 plugged in when placing into maintenance mode. 2. After plugging 8015 into ac power, error code cleared. The customer reported problem was not confirmed.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device had error code 255-32784-275. There was no patient involvement.